Event description:
It was reported that this right ventricular (rv) lead was explanted due to loss of capture (loc) and high capture thresholds. No additional adverse patient effects were reported. It is not expected to receive this product for analysis since it was disposed.